Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of "endovascular recanalization of symptomatic non¿acute intracranial artery occlusion: procedural and mid-term clinical outcomes in the anterior circulation" (zhen yu jia, yun sun song, jae jon sheen, joong goo kim, deok hee lee) a solitaire stent retriever was used in two patients (patients no. 1 and no. 18) with suspected thrombi before angioplasty. However, the thrombectomy was ineffective, revealing only a tiny piece of clot taken out in only one patient (patient no. 18). No other specific details were reported.